Event description:
In 2009, a male underwent an abdominal angiogram intervention in the cardio vascular lab. During the procedure, the sheath came apart from the hub and got stuck in the patient. The patents artery was dissected when an attempt was made to remove the sheath. The patient was taken to surgery to repair the dissected artery. The patient is doing fine.

Manufacturer narrative:
Lot - unk as not provided by reporter. Catalog# - kcfw-7.0-18/38-45-rb-anl1-hc. Expiration - unk. This device is inspected 100% to confirm flare on proximal end of sheath is caught securely in proximal fittings, sheath must not rotate in cap fitting, and that coils in sheath continue into cap prior to shipping. Each flare is also inspected to ensure all flares slide sheath into small holes side of the gauge distal to the flare. The flare must not pass through small and large gauge holes freely. Furthermore, the product label informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Corrective action was implemented in 2008, to use a new tool and equipment for tightening of check-flo and adapter to cap. While this change is intended to reduce the occurrence of the material separating from the proximal fitting, we are aware of the potential possibility and will continue to check for these events. Without a lot number for this device, determination of manufacturing date in comparison to the implementation date is not possible. We are continuing to monitor for similar complaints.